Event description:
It was reported that during a total gastrectomy open surgery, the device stopped working after five minutes of use, making a constant sound of malfunction. There was no patient consequence.

Manufacturer narrative:
H6: broken blade: evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The reminder of the blade was not noted to have any other damage. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."